Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 patient underwent removal of mesh and cook surgisis implant.

Manufacturer narrative:
Resubmission with the correct file number. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent total vagina hysterectomy, bilateral salpingoophorectomy, posterior colporrhaphy with mesh placement, and cystoscopy.